Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure the device gave a false positive detection when there were no radio-frequency identification (rfid) tagged sponges present. The sponge count was recompleted to ensure the count was correct. No patient injury occurred.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure the device gave a false positive detection when there were no rfid tagged sponges present. The sponge count was recompleted to ensure the count was correct. No patient injury occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.